Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had compromised force sensor system alarm and the drive support cap was sticking out. Customer's blood glucose level was unknown. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Device received with motor error alarm during the basic occlusion test due to loose or protruded or flush drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify compromised force sensor system alarm due to motor error alarm. Device received with loose drive support disk.